Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient was speaking with rep. Patient further reported they were having trouble with their patient programmer and stated they even changed programmer batteries. Patient further explained that the programmer kept shutting their implant off and stated programmer even reset their tablet they got for their birthday to the manufacturers setting before they did anything with it. Patient stated programmer was short circuiting a lot of stuff in their phone. Patient stated it was the antenna part that going into programmer. Patient confirmed they check with programmer when they notice implant had been turned off and stated it was very frustrating. Patient reviewed that programmer was not expected to shut off implant on its own. Patient grabbed programmer for troubleshooting. Patient noted that when they plug in antenna to the programmer it would shut itself off. Patient services reviewed and patient confirmed the programmer keeps shutting itself off and had interstim on screen at time of the call. It was reviewed that this was the splash screen and had to do with the programmer batteries. Patient confirmed they had just changed batteries using brand new alkaline batteries. Patient did not drop or get programmer wet. Patient also noted no falls happened. Repair received programmer and no anomaly was found. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was not having symptoms on (B)(6)2017. It was reported that the problem was "interference other electrical devices in their hand due to the programmer." It was reported that the patient was able to get the unit back on. No further complications reported/anticipated.